Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, no communication from pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-5100clx, mmt-1880. Troubleshooting was performed it was reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. The customer will continue using the sensor. No product return is required for mmt-5100clx. No product return is required for mmt-1880.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received 1 opened/used simplera sensor-one simplera serter was returned, and performed a visual inspection of the sensor flex any physical damage and found the flex bent. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Lost sensor alarm was found along the ladder steps designated in d00967746 (more than 30 min). Then visually inspected the sensor¿s pcba board visually inspected the unit for moisture, cracks on the board, cold solder joints on components, or broken antenna and none was found. Unit was able to download trace and termination result. First term reason: sensoreol. First term reason descriptor: sensor product performed as expected within the product expiration date. Analysis revealed that the sensor reached expected end of life. Per product labeling the sensor should be used within the 7 days. Therefore, the termination is not related to the reported event. In conclusion: the customer complaint of lost sensor alarm was confirmed. Also noted there was corrupted data at the end of the sensor life cycle. This is an intended design. Because the simplera sensor opened or used when we received it for testing, it is impossible to determine when or how the sensor flex was found bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.